Event description:
A (B)(6) result for (B)(6) was obtained on an advia centaur instrument. The result was reported to the physician. The same sample was rerun on the next day comparing two lots of (B)(6). The repeat result was (B)(6). A new sample from the same patient was analyzed and gave also (B)(6) result. The new sample was sent to a different laboratory and the result was again (B)(6). A corrected report was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the (B)(6) result was due to the sample probe malfunction. The fse replaced the sample probe plunger and tubing, sample syringe, base pump, probe 3. The instrument is performing within specifications. Further evaluation of the device is not required.